Manufacturer narrative:
Other applicable components are: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient stated that their device is telling them that their lead is disconnected from their ens device. Today when she went into my therapy application she is getting message " communication error, cable is not attached. Connect cable to external device". I asked if the ens is in a belt or taped to her back. She said, it is taped to her back. I asked if anyone is home with her and she said no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. I told her to see if the doctor wants her to be seen or have a family member take the bandage off to check the connection of the cables. Additional information received on 2021-01-23 indicating that patient called support inbound link. Symptom data has been collected. We were unable to switch to the right side as the programmer stated there was a lead not connected. Patient stated this happened the time before and the sales rep was able to fix it. No further complications were reported at this time.